Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found the sterile pouch damaged, prior to use.

Manufacturer narrative:
The reported event is confirmed with an unknown cause. Received sample in unopened package. During the visual inspection, a tear was found on the sterile pouch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." (B)(4).

Event description:
It was reported that the user found the sterile pouch damaged, prior to use.

Manufacturer narrative:
The reported event is confirmed with an unknown cause. Received sample in unopened package. During the visual inspection, a tear was found on the sterile pouch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[storage method and expiration date] storage: store in a dry, cool place away from heat, moisture, and direct sunlight. Expiration date: indicated on the direct package and the outer box." (B)(4).

Event description:
It was reported that the user found the sterile pouch damaged, prior to use.